Manufacturer narrative:
Concomitant bwi products used during the procedure were: carto rmt system: model #: m-5730-01, (B)(4). Cool flow irrigation pump: model #: m-5491-02, serial #: unknown. Stockert rf generator: model #:m-5463-01, serial #: unknown. (B)(4).

Event description:
It was reported that a perforation occurred during an lv ischemic vt procedure when the physician went transeptal. The patient coded and then was tapped while on the table. Pericardiocentesis was performed. The patient had since fully recovered. Prognosis is excellent. It was stated that the physician's belief is that the perforation occurred due to manipulation of the rv catheter. There was only one rf lesion given when the perforation occurred. There was no indication that any bwi equipment contributed to the event.